Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading a patient disc, the manufacturer representative (rep) received a disc format error. Troubleshooting steps were performed. The rep had a new disc burned which had the same format error. The rep stated one disc was uncompressed digital intercommunication of medicine (dicom) and one was not but both had the same error. The exam showed 0 slices, 0 thickness, etc. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received for a concomitant product and update here and in section d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734185r, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.